Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a report by a nurse with supplemental information by a consumer from the USA of peritonitis in a male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. Initially, a nurse contacted baxter technical service to order antibiotics for the home patient (hp), (reason for need unspecified). The technical service representative (tsr) explained to the nurse that she will have to contact the hp's peritoneal dialysis nurse (pdn) for prescription requests. On (B)(4) 2011, baxter product surveillance contacted the patient who confirmed that he had peritonitis. No further information was provided at the time of this report. On (B)(4) 2011, baxter global pharmacovigilance contacted the patient and received the following additional information. On an unreported date approximately 3-5 years ago, the patient began peritoneal dialysis (pd) treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2011, the patient experienced severe abdominal cramping for several days. It would get better then worsen. The patient described the pain as a 14 on a pain scale of 1-10. On (B)(6) 2011, the patient was admitted to the hospital for severe abdominal cramping. While in the hospital, the patient was diagnosed with bacterial peritonitis. The reporter did not know what type of bacteria was indicated for the peritonitis. It was not reported if a pd effluent analysis had been performed. Treatment of the event of bacterial peritonitis manifested by severe abdominal cramping included antibiotics. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient continued to experience mild abdominal cramping. The patient remained on both pd therapy and antibiotic therapy. Causality assessment for the event of peritonitis was not reported. When asked if the reporter knew what may have caused the peritonitis the reporter stated he did not know. Concomitant medications were not reported. The consumer did not provide an assessment of causality for the event of peritonitis and the relationship with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed on potentially associated lot h11f22040 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Baxter global pharmacovigilance contacted the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn stated she did not think the event of peritonitis was related to the dianeal solution, homechoice machine or device components. She stated it was possible there could have been a break in technique; however, the patient had not stated there had been. At the time of this call, the event of peritonitis was resolved. No further information was provided.